Manufacturer narrative:
Additional information: b5, d4, h3, h6, h11. B5: the quantity of events reported in this MDR is being changed from 2 to 1 based on additional information received during evaluation (lot # of a sample was identified). An additional initial MDR is being submitted for that event. H11: the device was received for evaluation. Visual inspection was performed which identified the interlink septum above the above the swage ring. The t-connector and septum were measured and both the thickness and molded dimensions were within the specified range. The reported condition was verified. The cause of the condition could not be determined; however, a probable cause is related to user technique when accessing the interlink injection site. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) is unknown; therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the septum of two (2) nterlink system t-connector extension sets "dislodged from its home". The event occurred during an unknown process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.